Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, loss of capture on the left ventricular (lv) lead was observed. An x-ray examination revealed the lv lead was dislodged into the superior vena cava. The lead was capped on (B)(6) 2017 and there were no patient consequences.